Event description:
Related manufacturer reference number: 2017865-2022-41326. It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have exhibited intermittent capture and cardiac perforation was noted on the patient's rv lead . The patient's right atrial (ra) lead was found to have exhibited diminished p-wave sensing and high capture thresholds. The ra and rv leads were explanted and replaced on (B)(6) 2022. The patient was stable throughout.